Event description:
The report received from co's affiliate indicated that while physician was delivering the sds to the carotid artery, the stent pre-deployed inside the guiding catheter and was stuck in the guide. The guiding catheter was able to be safely removed from the patient with the deployed stent inside of it. There was no loss of guidewire position during removal of the guide and deployed stent. The target vessel was heavily calcified, 99% stenosed, and moderately tortuous. A second precise, a 9 x 30, was used to successfully complete the procedure. There were no adverse effects to the patient. Additional information received from the reporting affiliate indicates that there is a high probability that the tuohy valve was left open during advancement of the precise, which likely led to the pre-deployment of the unit inside the guiding catheter.